Event description:
It was reported that during a surgical procedure, when tibia was cutting halfway through, all seemed normal until the handpiece clamshell opened and the handpiece tracker thumbscrews also became loosened. Very strange as all of a sudden all three thumbscrews on handpiece needed to be tightened and re-secured. Once the handpiece was secure again, the bur was placed back on the bone surface and the image on the navio screen suddenly showed that we were 5-6mm too deep and below are the designed plan. It was at this point when the physician realized he was cutting 5-6 mm too deep while visually examining the tibia. He was actually cutting near the tibia checkpoint pin. Since he typically watches the navio monitor while cutting, he was not realizing he was cutting deeper then what we planned. So somehow, the handpiece tracker was misaligned between the femur cut and tibia cut which resulted in a 6 mm change in cutting. Prior to this point when the clamshell opened, the physician never once noticed any kind of looseness on the handpiece. All seemed secure. In addition, since he was able to calibrate and cut the femur as planned, he is confident the handpiece tracker was secure up to this point. It is not understood how did all thumbscrews become loosened so drastically and if the tracker was secure when he was cutting, how did the actual cutting end-up 6mm off-plan. The physician went to manual procedure with depuy instruments and we had to use the thickest poly available to salvage.

Manufacturer narrative:
While the navio system was used for treatment, tracker became loose during surgery. Surgical outcome was an overcut. Investigation found that no damage to the tracker thumbscrew threads nor the helicoils of the handpiece were identified. Conclusion was that the tracker was not sufficiently secured to the handpiece prior to surgery or was unknowingly loosened during surgery. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. After the IFU review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could not confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to user error.